Event description:
Patient was using a resmed airsense10 when the machine filled his mask, nose, and lungs with an orange brown oil. The patient is relatively sure it comes from the ball bearings within the machine. I have personally inspected the patient's CPAP and CPAP equipment, and the orange brown oil is clearly visible and stained all of the equipment. The patient experienced severe pain in his nose and sinuses, shortness of breath, wheezing, ongoing headaches, severe nose bleeds, sores within his nose, etc. He is being evaluated by ent and pulmonary for possible chemical burns/tissue damage. FDA safety report ID# (B)(4).